Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The no delivery alarm was resolved by changing the reservoir after troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated five opened and used reservoirs and snap-cap, and septum for anomalies none were found. Conclusion: reservoirs not occluded.